Event description:
Per the report received from australia a 11500a21 valve implanted in aortic position was explanted from this 64-year-old patient after unknown implant duration due to patient prosthesis mismatch (ppmm). The patient presented with dyspnea and fatigue. A 25 mm surgical valve was implanted in replacement. The patient was noted as to be in stable condition.

Manufacturer narrative:
H11: additional manufacturer narrative: the device was not returned for evaluation. Attempts to retrieve the device and additional information are in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.